Manufacturer narrative:
(B)(4). This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2015 due to "infection" (propionibacterium). The implanted tornier ascend flex prosthesis in reverse configuration was removed. Another device was implanted without incident. Patient (B)(6).